Event description:
The device was used during a gastrectomy procedure. Reportedly, the instrument misfired. The surgeon converted to a laparotomy to complete the procedure. The hosp has no additional info at this time.